Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip and a missing end cap sticker. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, or excessive no delivery tests due to the alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level was 151mg/dl. The drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for analysis.